Manufacturer narrative:
The devices were not returned; therefore, a physical investigation could not be performed. Based on the information provided, the reported event could not be confirmed and the root cause could not be determined. However, it was reported by the facility that a pre-procedure femoral angiogram showed the presence of pvd/calcium in the vicinity of the access site. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of the mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. In addition, two balloon loss of pressure events were reported to have occurred in the same patient which suggests that the patient anatomy (such as the presence of clinically significant peripheral vascular disease) may have contacted the balloon, potentially contributing to a tear in both balloons. A review of the lhr was not possible as the lot number was not provided. (B)(4). See medwatch form #s: 3004939290-2015-00188 and 3004939290-2015-00189.

Event description:
The following information was reported: the balloon lost pressure on two devices at the 2nd stop (arteriotomy). Manual compression was applied for 30 minutes or less. The patient was not hospitalized. Procedure type: intervention coronary stick location: medium sheath size: 6f vessel size: 6 mm. Additional information: at prep, the black marker on the inflation indicator was fully exposed. The stopcock was opened when the balloon was at the arteriotomy. There was resistance while inserting the device. There was resistance while pulling back.